Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch #: unknown. (B)(4). This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: patients had peri-operative bleeding complication after the procedure with the use of the device and before the discharge of the index hospitalization. Patients had peri-operative sepsis complication after the procedure with the use of the device and before the discharge of the index hospitalization. Patients had peri-operative air leak complication after the procedure with the use of the device and before the discharge of the index hospitalization. Patients had peri-operative pleural effusion complication after the procedure with the use of the device and before the discharge of the index hospitalization. Patients had peri-operative pneumonia complication after the procedure with the use of the device and before the discharge of the index hospitalization. Patients had post-operative 30-day bleeding related reoperations within 30 days after discharge from the index procedure where study devices were used.